Event description:
During the procedure, an existing 6-french sheath in the right femoral artery was exchanged for an 8-french sheath. The maquet intraaortic balloon pump was prepared and this was placed in the sheath. However, the balloon immediately began unraveling and would not advance through the 8-french sheath. The balloon was withdrawn. The 8-french sheath was removed and placed a 9-french sheath. There was a 15-minute delay in obtaining a new balloon pump, which was prepared appropriately and placed through a 9-french sheath. The distal end of the balloon was placed just distal to the origin of the left subclavian artery and the balloon was filled and was augmented at 1 to 2. The balloon was secured and place was secured.